Event description:
It is reported that the customer had high blood glucose levels of 121 mg/dl. The customer reported having issues with the sensor glucose levels reading being different from the blood glucose levels reading. The customer also reported that the sensor of the insulin pump was bent. The customer also reported excessive bleeding from one of the sensors of the insulin pump. Troubleshooting was done. No additional information was provided.please refer to manufacturer's report no. 2032227-2014-11650 as it refers to the same event but of a different device.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Inspected one opened and used sensor. Performed bicarbonate buffer test. Sensor passed per specification with accurate readings.